Manufacturer narrative:
(B)(4). The product has been requested for investigation and a follow up will be submitted once the investigation results are available. Due to the clinical significance of the meter readings, a report will be filed.

Event description:
Customer reported receiving imprecise readings on their freestyle blood glucose monitor. Customer reported receiving readings of 220 mg/dl, 60mg/dl, 117mg/dl, 40mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer reported feeling "shaky", but there was no report of death, serious injury or mistreatment associated with this event. Customer did not require third-party medical intervention.